Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged having sinus infections, headache and sore throat due to the device. The patient had been to the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 22, 2023 and section h11 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged having sinus infections, headache and sore throat due to the device. The patient had been to the hospital. There was no report of serious patient harm or injury the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed a discoloration to the sd card flip door . An unknown contaminant was observed inside the iso port of the rear panel. A discoloration was observed to the top panel, front panel, blower box, rear panel, and bottom enclosure. An unknown dust and other contaminant were observed on the bottom enclosure. Evidence of liquid ingress to the p4 power cable was observed. An unknown dust contaminant was observed on the blower and blower box. An unknown sticky substance was observed on the blower box. A tobacco odor was observed while investigating the device. A keratin like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. Sections b1, b2, d8, d9, h1, h3, h6 has been corrected and updated in this report. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 was corrected and updated in this report.